Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.